Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the basic occlusion test due to detached end cap. Missing drive support disk and cracked display window noted during visual inspection.

Event description:
The customer reported regarding issues during prime/rewind. The blood glucose reading was 232mg/dl. The caller stated that insulin squirted out during the manual prime process, and the insulin pump alarmed. The insulin pump also was stuck on the prime loop mode. The drive support cap appears normal. Advised the customer to discontinue the use of the device and revert to back up plan. No further information was provided.